Manufacturer narrative:
The device lot number was not provided; therefore, a device history record and non-conformance review could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified.

Event description:
As reported through the article titled, "long-term outcomes of y-stent-assisted coil embolization using low-profile visualized intraluminal support junior (lvis jr) for intracranial bifurcation aneurysms," a study compromising of twenty-one patients (22 aneurysms) that had been treated with y-stent-assisted coiling using lvis jr. Was performed. All procedures were performed successfully; however, some of the patients developed aneurysm remnants: 7 were found immediately post procedure, 1 at the one-year follow-up visit, 1 at the two-year follow-up visit and 1 at the last follow up visit. There was no permanent morbidity or death.